Event description:
The patient was diagnosed with cholesteatoma in early (B)(6) 2026. After several months of treatment, there was no clinical improvement. Cholesteatoma debridement and re-implantation were performed simultaneously.

Manufacturer narrative:
Conclusion: according to the information received from the field, the device was explanted due to device unrelated medical reasons namely cholesteatoma removal. In addition, during device investigation damage to the active electrode caused by device minute mobility was found. Other mechanical damages found are attributable to the removal surgery. This is a combined initial and final report.